Manufacturer narrative:
(B)(4). Date of implant reported as 2000. Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. DHR review was completed. Manufacturing location: (B)(4). Manufacturing date: 27-may-2009 expiration date: 30-apr-2018 part #: 04.001.228s, lot#: 6145724 (sterile) - 7mm ti cannulated humeral nail-ex/240mm-sterile. Qty: 6. Components: raw material part 21039 bp80 lot 5160863. Raw material was received from supplier (B)(4). Certified test report received from (B)(4) for titanium ingot meet specification. Inspection certificate received from vsmpo-avisma corporation meet specification. Raw material inspection sheet met inspection acceptance criteria. Raw material receiving/putaway checklist meet specification. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. ¿sterility documentation was reviewed and determined to be conforming.¿ device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that an original surgery was performed sometime in 2000 were the patient was implanted with a humeral nail construct. Patient was implanted with one (1)7mm ti cannulated humeral nail, one (1) ti spiral blade and one (1) ti end cap. On an unknown date post-operative, patient presented with an infection. On (B)(6) 2017, surgeon removed all implants. During the revision procedure the nail was removed and stimulant was put back in to help with infection. Surgeon did not re-implant any other devices. The removed implants were observed to be in good condition. Revision surgery was completed successfully with no time delay. No fragments were generated during nail removal. Patient is reported in stable condition. This report is for one (1) 7mm cannulated humeral nail-ex this is report 1 of 3 for (B)(4).